Event description:
I had breast implants on (B)(6) 2010. Plastic surgeon malpositioned them and they bottomed out. He did a revision on (B)(6) 2010 and they are still malpositioned, where I will need another revision. I asked the MFR -allergan- for the shelf life exp date and sterile life exp date of these implants. They told me that they are not allowed to give me that info to ask the doctor. I called my plastic surgeon and he will not give me that info either. As a consumer that has paid for these implants and they are in my body, I should have the right to this info. I am told that breast implants are regulated by the FDA. Can you assist me on getting this info.